Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low sodium (na), potassium (k), chloride and calcium (calc) results generated by the unicel® dxc 600 pro synchron® clinical systems. A) customer indicated that erroneous results were generated on two different days, and only results from one day were reported out of the lab. B) the specimens were re-tested and repeated results were in different ranges. No data was received, except for na results. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Qc is run once per day in the morning.a field service engineer (fse) was dispatched: a) the fse inspected the instrument and found a worn-out eic cup valve. B) the fse replaced the valve and performed a preventive maintenance (pm). C) the fse calibrated ise chemistries, ran qc and precision; all results were within specifications.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.